Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2010. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. Additional information received requested list of materials in patient products that had been explanted previously as the patient has a history of allergies to certain materials. No further patient complications have been reported as a result of this event.